Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) for an elevated blood glucose (bg) level of 1172 (mg/dl) and diabetic ketoacidosis (dka). In addition, the customer was vomiting and had a high potassium level. While in the ER the customer received fluids and insulin intravenously. The customer also received medication to address potassium level and baby-aspirin. The customer's ketone level was identified as life threatening. Subsequently the customer was admitted to the hospital with a bg level in the 800's (mg/dl). The customer was vomiting and lethargic at the time of being admitted to the hospital. While in the hospital the customer continued to receive insulin and fluids intravenously. The customer stated the cause of the elevated bg level was the healthcare provider (hcp) adjusting basal rate settings just prior to the hospitalization. Reportedly, the customer changed the settings back after being released from the hospital and the customer's bg level was been fine since.